Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. We were unable to perform basic occlusion, occlusion and excessive no delivery and displacement test due to prime/fill anomaly. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. The blood glucose meter and minilink transmitter communicated properly with pump and all data were properly recorded on pump history screen. No sensor or calibration anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor and insulin pump was not working. Customer experienced sensor glucose versus blood glucose differences. Customer reported that sensor read 150 and blood glucose was 40 mg/dl. Cannulas were not bent. After troubleshooting, insulin pump would be replaced per customer's request.